Manufacturer narrative:
The reported issue that the device had a broken dome lens and cracked inner door could not be confirmed; no product was returned for investigation. No further investigation of these issues is possible at this time. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
It was reported that the biomed shop received the device with broken dome lens and cracked inner door. The broken parts were replaced and passed all preventative maintenance checks (pm). The device's functionality was verified to be within tolerance and was returned to service (rts). Per customer, no further information will be provided.